Event description:
During the coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hospital. This report is for the second seal that did not deploy and a side biter clamp was used to complete the procedure